Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: a difficult patient was treated on a hamilton-c6. To change the tratment the hospital staff decided to try heliox therapy using a hamilton-g5. The hospital staff took all parameters from the hamilton-c6 and input them to the hamilton-g5. During the transfer of parameters a user mistake happened. Instead of I:e of 1:9, they set it to 1:9.1. They wondered why it was only possible to change I:e from 1:8.1 to 1:9.1, why there was no 1:9.0. Even a 2nd person checked it without finding the mistake. The patient was then connected to the hamilton-g5 and when starting the ventilation a message "irv" in yellow was appearing. The hospital staff cannot explain what this means and continues ventilation. After a while the co2 values of the patient starts rising and spo2 drops to 86%. A medical doctor was called and finally the mistake was found and I:e changed back to 1:9.

Manufacturer narrative:
Through this investigation it has been confirmed that the device did not fail to meet its specifications at the time of the incident while the device was ventilating a patient. According to information from the operator, the incident happened due to an unintended use error. The value for I:e, which was accidentally set incorrectly by the operator, was overlooked and the "irv" alarm triggered by this was also not assigned correctly by the operator. The operator suggested us as manufacturer that the values of the I:e settings should be highlighted more clearly on the display of the ventilator. At the time of the incident, software version 02.81 was installed on the device. The service technician updated the device to the latest software version 02.9x to reduce the patient risk and improve the interaction between operator and device. With the release of software version 02.90 for hamilton-g5\s1 in 06-2022, an improvement was made. If the irv alarm is active, the I:e control is highlighted in orange.

Event description:
Hamilton medical ag received the following incident description: a difficult patient was treated on a hamilton-c6. To change the tratment the hospital staff decided to try heliox therapy using a hamilton-g5. The hospital staff took all parameters from the hamilton-c6 and input them to the hamilton-g5. During the transfer of parameters a user mistake happened. Instead of I:e of 1:9, they set it to 1:9.1. They wondered why it was only possible to change I:e from 1:8.1 to 1:9.1, why there was no 1:9.0. Even a 2nd person checked it without finding the mistake. The patient was then connected to the hamilton-g5 and when starting the ventilation a message "irv" in yellow was appearing. The hospital staff cannot explain what this means and continues ventilation. After a while the co2 values of the patient starts rising and spo2 drops to 86%. A medical doctor was called and finally the mistake was found and I:e changed back to 1:9.

Event description:
Hamilton medical ag received the following incident description: a difficult patient was treated on a hamilton-c6. To change the treatment the hospital staff decided to try heliox therapy using a hamilton-g5. The hospital staff took all parameters from the hamilton-c6 and input them to the hamilton-g5. During the transfer of parameters a user mistake happened. Instead of I: e of 1:9, they set it to 1:9.1. They wondered why it was only possible to change I: e from 1:8.1 to 1:9.1, why there was no 1:9.0. Even a 2nd person checked it without finding the mistake. The patient was then connected to the hamilton-g5 and when starting the ventilation a message "irv" in yellow was appearing. The hospital staff cannot explain what this means and continues ventilation. After a while the co2 values of the patient starts rising and spo2 drops to 86%. A medical doctor was called and finally the mistake was found and I: e changed back to 1:9.

Manufacturer narrative:
Through this investigation it has been confirmed that the device did not fail to meet its specifications at the time of the incident while the device was ventilating a patient. According to information from the operator, the incident happened due to an unintended use error. The value for I: e, which was accidentally set incorrectly by the operator, was overlooked and the "irv" alarm triggered by this was also not assigned correctly by the operator. The operator suggested us as manufacturer that the values of the I: e settings should be highlighted more clearly on the display of the ventilator. At the time of the incident, software version 02.81 was installed on the device. The service technician updated the device to the latest software version 02.9x to reduce the patient risk and improve the interaction between operator and device. With the release of software version 02.90 for hamilton-g5\s1 in 06-2022, an improvement was made. If the irv alarm is active, the I: e control is highlighted in orange. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.